Event description:
A us distributor returned a monitor's belt had damaged cables.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged cable) was confirmed due to the monitor's electrode belt receptacle¿s canl wire being broken, causing fault. The root cause for the damaged receptacle was unable to be positively identified. The device is designed to meet iec 60601-1 mechanical requirements. There was no adverse event that resulted from the damaged monitor.